Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration and dose of an unknown medication via an implantable pump. The pump's indication for use (IFU) was noted as spinal pain. The patient reported that she had to have the drug delivery device surgically removed due to ¿complications/intolerance of medications.¿ follow-up was conducted for the name(s), concentration(s), and dose(s) of the medications in the pump at the time of the event, the date the issues started, and clarification regarding the ¿complications/intolerance to medications.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Review of this MDR and/or additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the pump was delivering meperidine (2.0 mg/ml at 0.0122 mg/day) on (B)(6) 2016. When asked when she first started experiencing the complications/intolerance to medication, the patient stated that it was a gradual intolerance and continued even when the dose was gradually decreased. The issues began on (B)(6) 2015 and the medication was decreased on (B)(6) 2016. The patient experienced nausea and vomiting, complicated by a severe lupus flare in the hospital. She couldn't eat, had sepsis, vasculitis, tachycardia, anemia, and was required to be hospitalized from june to october, 8 times. The device was removed on (B)(6) 2016. Follow-up was conducted for the illegible information provided in this document.